Event description:
The pt received her scs system on (B)(6) 2010. It was reported that she is without stimulation and unable to recharge her ipg. The pt's charging system will allegedly not power on. In an effort to resolve this matter, a replacement charging system was sent to the pt. Follow-up on this matter found that the replacement unit is working; however, it was reported that there may be an issue with the pt's ipg. No further details were disclosed. A consultation has been scheduled for further interrogation. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.